Event description:
It was reported that the patient's lead had migrated. As a result, the patient underwent surgical intervention on an unknown date in (B)(6) 2023 during which the lead was repositioned.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.